Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that during a clinical case on (B)(6) 2019 the surgeon felt accurate during the procedure. A post-op computed tomography (CT) scan showed his entry point was 13 mm posterior of the entry of the surgical plan, which he used in the case. The surgeon believes he was using a sugita headframe that allowed for some movement of the patient's head during the case. However, when it was moved, the surgeon thinks that the patient reference frame also moved to relative to the patient but was not certain. The representative was on the site the following day and merged the post-op CT scan with the MRI-t1 that was used in the clinical case to show the difference between the planned and actual points of entry. The representative confirmed with the surgeon the following. There was no impact to patient outcome. The surgeon had created two plans before the surgery and used the second plan to complete the surgery. The post op scan from the first pathway showed 13mm above the target. There was no reported delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 9735737 sw stealth s8 app, version 1.2.0. A software analysis of returned software files was initiated. However, the software evaluation found that a probable cause of the reported behavior was unable to be determined. Fdm, fdr codes still apply to this analysis. If information is provided in the future, a supplemental report will be issued.